Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm prograsp forceps instrument had a broken cable. Customer used a back-up instrument to complete the procedure. An intuitive surgical inc., (isi) technical support engineer (tse) asked customer to RMA the defective instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.